Event description:
It was reported that after performing a colostomy takedown an intraoperative leak was apparent during an intraoperative leak test. The patient was diverted via ileostomy and will return to have anatomy re-anastomosed. The surgery was delayed by 30-minutes. Procedure: bowel anastomosis.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Batch # unk (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery?. What surgical procedure was performed?. Did the patient receive any preoperative chemotherapy or radiation?. Were there any issues experienced with the device in the initial surgical procedure?. What healthcare professional fired the device and what is his/her experience with the device?. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)?. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?. Was the device difficult to close?. Was the device difficult to fire?. How many counter-clockwise revolutions of the adjusting knob were used to open the device?. Did the healthcare professional receive audible & tactile feedback when firing the device?. Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure?. What was observed at the site of the leak?. What is the current status of the patient?. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 09/29/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Colostomy reversal. Did the patient receive any preoperative chemotherapy or radiation? Not known. What healthcare professional fired the device and what is his/her experience with the device? General surgeon 15+ years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Not known. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Not known. Was the device difficult to close? Not known. Was the device difficult to fire? Not known. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Did the healthcare professional receive audible & tactile feedback when firing the device? Not known. Were the donuts inspected? Not known. Was a complete transection of the white breakaway washer visually confirmed? Not known. Were there any issues noted with staple formation at any point throughout the care of the patient? Not known. Was the staple line visualized endoscopically during the initial surgical procedure? Not known. What was observed at the site of the leak? Not known. What is the current status of the patient? Patient was diverted to ileostomy.